Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level (bg) was over 500 mg/dl. Reportedly, the customer changed the pump supplies to resolve the issue and gave themselves a bolus to address the high bgs. In addition, it was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.